Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. Device not yet received by manufacturer.

Manufacturer narrative:
This report is submitted on august 17, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced a migration of the receiver stimulator, resulting in the development of a seroma at the implant site. Revision surgery is planned; however, has yet to occur as of the date of this report.

Manufacturer narrative:
This report is submitted on october 31, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. (B)(4).